Event description:
The PICC line became disconnected at the "y" site of the dual lumen. "Y" connector detached leaving catheter in patient. The catheter was immediately removed to prevent movement of catheter internally causing potential for harm to the patient.